Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the the implantable cardioverter defibrillator (ICD) had reached eri. It was noted, that a previous battery longevity had been overestimated. The ICD was explanted and replaced due to eri. The patient condition was stable before, during, and after the procedure.